Manufacturer narrative:
Correction: the date of vent was reported as (B)(6) 2017. The actual date of event is (B)(6) 2017. The date received by manufacturer was reported as 09/07/2017. The actual date received by manufacturer was 9/06/2017. Date of event: (B)(6) 2017, date received by manufacturer: 9/06/2017.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the tip of a 25 g x 5/8 in. Bd¿ general use sterile hypodermic needle. This was observed before use with no report of serious injury or medical interventions.

Manufacturer narrative:
Investigation summary qn review: unable to complete without a batch number. DHR review: unable to complete without a batch number. Investigation results: one sample was returned. It appears to have a lube gel on the cannula. Possible root cause: lube is part of the needle. As the carrier evaporates, it leaves gels behind. These can adhere to the needle. They pose no threat to the end user. Investigation conclusion. Investigation results: one sample was returned. It appears to have a lube gel on the cannula. Root cause description. Possible root cause: lube is part of the needle. As the carrier evaporates, it leaves gels behind. These can adhere to the needle. They pose no threat to the end user.